Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: returned product consisted of a plastic piece and measured 9cm in length. The imager ii catheter was not returned for analysis. Based on images and the measurement provided, the object was identified as a process aid used during the curve baking/tip-shaping process step during manufacturing. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that a foreign matter was found inside the diagnostic catheter. An imager ii angiographic catheter was selected for used. During preparation, the catheter was flushed then a guidewire was inserted from the tip of the catheter to the hub. After the guidewire reached the hub, a small piece of plastic, about 8cm long, fell out from the catheter onto the sterile drape. However, the physician opted to use the imager ii angiographic catheter to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a foreign matter was found inside the diagnostic catheter. An imager ii angiographic catheter was selected for used. During preparation, the catheter was flushed then a guidewire was inserted from the tip of the catheter to the hub. After the guidewire reached the hub, a small piece of plastic, about 8cm long, fell out from the catheter onto the sterile drape. However, the physician opted to use the imager ii angiographic catheter to complete the procedure. No patient complications were reported.